Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the recharger would not locate the implantable neurostimulator, so the patient was not able to charge the implantable neurostimulator. On (B)(6) 2020, the implantable neurostimulator got down to 40% charge, so the patient went to charge it, but the patient controller continue to show poor recharge quality persistently. The patient had attempted to reset the patient controller and they had also tried repositioning the recharger over the implantable neurostimulator several times; however, they continued to see the poor recharge quality screen and it never advanced to the normal charging screen. The patient controller battery level was at 100%. The patient was sent a replacement recharger; however, she returned the replacement and continued using the original recharger. Additional information was received via a manufacturer representative from a consumer regarding the patient on 2020-jan-20. It was reported that the patient was having a hard time getting the charger to get a good connection to recharge. The battery is not flat under the skin. When the patient flattens the battery out and lays down on the charger, she is able to get connection and can charge. No actions have been planned or performed to resolve the implantable neurostimulator not being flat in the pocket, and the patient has not requested a pocket revision at this time. At the time of the report, the recharging difficulties had been resolved. No surgical intervention was planned or performed. There were no patient symptoms or complications reported.